Event description:
Consumer reported that after insertion of a tampon, the string was noticed to be short. She was able to remove the tampon from her vaginal cavity. It is unknown if she was able to use the string for removal. She did not seek medical attention and she did not report any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.